Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, fo llowing medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Event description:
The physician intended to used an evercross balloon catheter during procedure. The lesion exhibited moderate calcification. It is reported that the balloon burst at 4 bar. All pieces of the balloon was retrieved. The physician used another balloon to complete the procedure. Evaluation summary: the evercross 0.035in otw pta dilatation catheter was received for evaluation without any ancillary devices or cine images from the procedure. The evercross catheter was packed within its shelf carton, within its pouch, and in its protective transportation hoop. Sanguine residue was noted in the inflation lumen of the y-manifold and within the balloon chamber. A 10cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed: a steady stream of clear fluid was observed exiting the distal tip. A 0.035in guidewire was able to be loaded through the distal tip of the evercross catheter with ease. A 10cc water filled syringe was attached to the inflation lumen on the y-manifold and a vacuum was pulled but could not be maintained: air bubbles entered the syringe. The balloon chamber was placed in a vessel of water and an air filled syringe was attached to inflation lumen luer lock on the y-manifold: air bubbles were observed exiting the balloon chamber. The balloon chamber was examined with the aid of magnification and balloon chamber had a longitudinal tear. All components of the evercross were confirmed to be present.